Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 195-160/ lot 153495 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-430 h/ lot 149466. Test base part number 195-160/ lot 153495. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 153495 showed that the complaint rate is (B)(4). In conclusion, the manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. Review of complaints against the kit lot for the reported issue indicates product performance is as expected and have not identified a product deficiency. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported an unconfirmed false positive result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021 on a direct tested nasal kitted swab. The customer reported that the result has a pink line on the control line a pink line on the sample line (positive). The customer believed his fist test was invalid. The customer mentioned also that he was already vaccinated. The customer was confused since he was vaccinated yet he was having a positive test result. The customer was already doing a self-isolation. The customer was having chills and he said that he will going to communicate with his healthcare provider to know more steps he should take. No additional patient information, including treatment and outcome, was provided.